Manufacturer narrative:
The calcium gen.2 reagent lot number is 931854. The expiration date was not provided. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. During the field service engineer's follow-up service visit, he inspected the module and found water droplets below the cell rinse unit. He then cleaned the vacuum path and the sample probe, and confirmed that the assay and module were again performing according to specifications. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 assay results for multiple patient samples tested on the cobas 6000 c501 module. The reporter stated that the assay's initial and repeat patient results differed by 3 units. The field service engineer inspected the module and found a droplet leaking from the cell rinse unit. He cleaned the nozzle and teflon tip, repaired the vacuum circuit, and performed a successful mechanical check. The event was not resolved, and the reporter noted consistently lower assay patient results. No questionable result was reported outside the laboratory.